Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low and high blood glucose levels. Customer's blood glucose level dropped to 47 mg/dl and went up to 395 mg/dl. The customer treated his high blood glucose level with the insulin pump and manual injection. The device was not returned.